Event description:
It was reported that pt presented with a painful left hip and surgeon revised. Pt had an abg modular hip and surgeon revised with a 36 abg monolithic stem, a 36 zero degree liner, and a 36 plus zero head.

Manufacturer narrative:
It was indicated that no further information will be made available as it is hospital policy not to release any pt information or explants. If additional information is received, it will be provide din a supplemental report.